Event description:
A surgeon reported an intraocular lens was exchanged due to the pt having a refractive surprise. In a f/u, the surgeon reported the event resolved with treatment (exchange). Posterior capsule opacification (pco) had been noted prior to the lens exchange.

Manufacturer narrative:
Eval summary: the optic was returned in pieces with split/cracked and scratched areas. Solution and haptic damage is also observed. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. The focal length/resolution measurements could not be obtained because of the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 4/27/2012 and 5/11/2012 by phone, fax, and mail. A completed questionnaire was received on 5/7/2012. (B)(4).